Event description:
Patient presented to emergency department with abdominal pain on (B)(6) and diagnosed with appendicitis. She underwent a laparoscopic robotic appendectomy (B)(6) 2023 without complications and was discharged (B)(6) 2023. The early morning of (B)(6) 2023, she returned to the emergency department with c/o (complains of) abdominal pain. She had been transferred from another facility where CT abdomen showed hemoperitoneum with reassuring abdominal exam. Hgb =9.3 (9.6 at olh) and hgb 12.6 on (B)(6) originally. No blood given. Repeat CT on (B)(6) 2023 showed improving hemoperitoneum from postoperative hematoma/no acute process. No surgery needed, pain lessened and patient able to be discharged this day (B)(6) 2023. Surgeon brought forward concerns regarding current internal stapling devices utilized for procedures. He believes bleeding is occurring within stapling line. Devices were not sequestered as no known problem at time of usage. Reference report: #mw5144542.